Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical report states that the patient had prepatellar crepitus. Painful, treatment: arthroscopy with debridement of quad tendon and synovectomy.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-22585. This report,1818910-2013-12727, will be rejected. 1818910-2012-22585 will be kept for investigation purposes.